Event description:
Reporter reports that leakage from the connection between a pt adaptor of a transfer set and a ti adaptor occurred. There was no pt injury or medical intervention associated with this incident.